Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked three times for t-wave oversensing (twos). The reporter described the t-waves as "quite tall". The lead remains in use. No further patient complications have been reported as a result of this event.